Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 rows d and e were off the bus. A field service engineer (fse) unseated all row boards in affected drawers and pyxie bus connections to resolve the issue. Further the fse tested the drawer in hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7sw drawer 1 rows d and e were off the bus after pyxis upgrade and could not be recovered. The customer stated that there was a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.